Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 81 mg/dl and 148 mg/dl. Customer was exhibiting hyperglycemic symptoms at the time of the readings (disorientation, tiredness, and vomiting). No actions taken based on device results. Customer was taken immediately to the hospital where she was treated (treatment not provided). No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.